Event description:
It was reported that there was a concern regarding this device battery and depletion faster than expected. A follow up was scheduled. No adverse patient effects were reported. The device remains implanted.